Event description:
A report was received that the patient was experiencing severe pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that database analysis revealed no anomalies. No further course of action at this time.

Event description:
A report was received that the patient was experiencing severe pain at the pocket site. The patient will undergo a revision procedure.